Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The physician suspected that there was lead dislodgement. Subsequently, this ra lead was repositioned and remains in service. No additional adverse patient effects were reported.